Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45312be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 45312be01 was identified.

Event description:
The customer observed a false non-reactive alinity I syphilis tp result on one patient. The result was not reported out. The patient was reactive when repeated. The following data was provided: initial result = 0.828 s/co retest result = 8.885 s/co (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive) no impact to patient management was reported.

Event description:
The customer observed a false non-reactive alinity I syphilis tp result on one patient. The result was not reported out. The patient was reactive when repeated. The following data was provided:initial result = 0.828 s/co retest result = 8.885 s/co (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.